Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). On (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical and ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿both hernia sacs were dissected to the linea alba. Incarcerated omentum was freed from fascial edges. A composix kugel (device #1) was placed into midline abdominal defect and secured using sutures.¿ (B)(6) 2013 - patient underwent laparoscopic appendectomy. (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the removal of composix kugel (device #1) and implant of composix kugel mesh (device #2). Per operative notes, ¿the hernia sac was dissected free from the subcutaneous tissue and omentum was adherent to the sac was freed up. The mesh graft (device #1) was well adherent in the left aspect was removed with the adhesions. The oval dual laminar composix kugel patch (device #2) was placed into the abdomen and positioned.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, mesh avulsed and emotional injuries.